Event description:
A break in the retention dome during traction removal. The indwelling period was 330 days. The dome portion fell into an abdominal cavity.

Manufacturer narrative:
A complaint history review could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.